Event description:
It was reported that the patient's chronic ventricular lead showed an increase in impedance after a device change out occurred. It was also reported that the patient presented after hearing alert tones which triggered for high right ventricular/superior vena cava (rv)/(svc) coil impedance measurements and the problem was suspected to be on the svc coil. Therefore, the rv lead was removed and replaced with a new lead. It was further reported that the physician was not convinced that there was no possible problem with the device and did not want to come back at a later date to replace the device, so the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Please note the initial regulatory report for this reportable complaint was timely submitted on (B)(6) 2011 under manufacturing report number 2182208000201200061; however the incorrect suspect medical device was reflected and as a result the report required redaction which was completed on (B)(6) 2012. Accordingly, this report should be regarded for this reportable complaint. Evaluation summary (B)(4): the proximal segment of the lead was returned to the manufacturer and analyzed and no anomalies were found. The defibrillation conductor had blood/body fluid (not obstructed) and the outer insulation had cosmetic depression.